Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog and humalog insulin were tested and found to be safe for use in the t:slim pump for up to 72 and 48 hours respectively, the user guide also indicates to use room temperature insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 453 mg/dl and insulin injections were used to address the bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to be within the cartridge. The customer change the cartridge. Reportedly, the customer changes the supplies on the pump approximately once a week and uses cold insulin when loading the cartridge.